Event description:
The pt experienced shocking sensation from her back down her leg. The shocking occurred regardless of body position. The shocking would occur when the spinal cord stimulator was off or on. There was no known incident or accident associated with the shocking. Impedances were within normal limits. The sys was revised by exposing the medline incision and burying the strain relief loop deeper. The incision was close and x-rays confirmed lead placement at t8. Approximately one week later, the device was explanted. The hcp did not believe the shocking could be attributed to the device.